Event description:
The article, "pulmonary valve-in-valve implantation using a pulsta valve in repaired tetralogy of fallot", was reviewed. The article presented a case study of a 21-year-old female patient with a history of repaired tetralogy of fallot. It was reported that on an unknown date when the patient was 11-year-old, a 23mm trifecta valve was chosen for off label pulmonary valve replacement along with concomitant pulmonary artery bifurcation reconstruction. It was then reported about 10 years post-procedure, transthoracic echocardiography (tte) noted severe pulmonary stenosis and moderate pulmonary regurgitation. A decision was made to perform a transcatheter valve-in-valve procedure. A 22x40mm atlas high pressure balloon was chosen for dilatation and a 24mm amplatzer sizing balloon confirmed full expansion after fracture. A 24mm pulsta valve (taewoong medical) was successfully implanted with complete elimination of regurgitation. The patient was discharged on post-operative day 2. Patient reported improved exercise capacity without symptoms at 6 months follow-up. [The primary and corresponding author was phuc nang vu, cardiovascular center, tam anh general hospital, ho chi minh city, vietnam, with corresponding email: nangphucvu@icloud.com].

Manufacturer narrative:
As reported in a research article, pulmonary valve-in-valve implantation using a pulsta valve in repaired tetralogy of fallot. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the available information, the cause of the reported structural valve deterioration could not be conclusively determined. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Reported off-lable use was due to trifecta valve was used for pulmonary valve replacement. Pulmonary valve insufficiency/ regurgitation could not be determined. Its possible due to device stenosis and structural valve deterioration. The surgical intervention was a result of case-specific circumstances as valve-in-valve was implanted. There is no indication of a product issue with regards to manufacture, design, or labeling. Please note that per trifecta valve instructions for use, "indications for use - the trifecta¿ valve is intended as a replacement for a diseased, damaged, or malfunctioning aortic heart valve. The trifecta¿ valve may also be used as a replacement for a previously implanted aortic prosthetic heart valve."